Manufacturer narrative:
The reagent lot number is 881689. The expiration date was not provided. The calibration and qc were acceptable. A general reagent issue was excluded. The investigation found that different amounts of the specimen were ejected into the measuring cell, causing the discrepant results. Based on the provided date, no signs of an interference were observed. The field service representative realigned the sample probe. The investigation determined the issue was consistent with a pre-analytical handling issue (a clotted sample needle with fibrin, clot or micro clots). The investigation did not identify a specific cause of the event.

Event description:
There was an allegation of questionable albumin gen.2 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 6.7 g/l, and the repeated result was 44.5 g/l.